Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Unable to deploy the stent-graft: evar was performed through a dryseal (18 fr, gore). After deploying about 2.5 stents of the main stent-graft, the physician attempted to pull the release grip towards the proximal side to deploy the bare stent, but it was too stiff to do so. By pulling the release grip with force, the physician was able to pull the release grip to the point where it locked but was unable to deploy the bare stent as the physician could not confirm under fluoroscopy that the clasp was lowered. The physician attempted to pull the green tube near the release grip using a pair of forceps, but it was too stiff to do so, and the green tube broke. Due to deployment through the dryseal, the dryseal was then delivered to the proximal side to retrieve the stent-graft, but the stent-graft was partially retrieved, but not completely. However, since the dryseal was used to apply force to the stent-graft, the bare stent was unintentionally released at that timing. Since the stent-graft was deployed much more proximal than the renal artery, both ipsilateral and contralateral leg stents were deployed by paying attention to the positions. The procedure was completed with an additional excluder cuff stent-graft (26 mm, gore) implanted on the proximal side to be safe. Physician's comments: the physician wonders if this occurred because the physician did not follow the IFU even though there is a description of tortuosity in the IFU. The physician verified this in the surgical field, but there is a limit to pulling the green tube. Operation type: evar blood loss: amount unknown ancillary device used: excluder cuff (26 mm, gore) no image available pre-case plan available (see the attached image) additional information will be able to be obtained (tc#bm230803462)." Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Unable to deploy the stent-graft: evar was performed through a dryseal (18 fr, gore). After deploying about 2.5 stents of the main stent-graft, the physician attempted to pull the release grip towards the proximal side to deploy the bare stent, but it was too stiff to do so. By pulling the release grip with force, the physician was able to pull the release grip to the point where it locked but was unable to deploy the bare stent as the physician could not confirm under fluoroscopy that the clasp was lowered. The physician attempted to pull the green tube near the release grip using a pair of forceps, but it was too stiff to do so, and the green tube broke. Due to deployment through the dryseal, the dryseal was then delivered to the proximal side to retrieve the stent-graft, but the stent-graft was partially retrieved, but not completely. However, since the dryseal was used to apply force to the stent-graft, the bare stent was unintentionally released at that timing. Since the stent-graft was deployed much more proximal than the renal artery, both ipsilateral and contralateral leg stents were deployed by paying attention to the positions. The procedure was completed with an additional excluder cuff stent-graft (26 mm, gore) implanted on the proximal side to be safe. Physician's comments: the physician wonders if this occurred because the physician did not follow the IFU even though there is a description of tortuosity in the IFU. The physician verified this in the surgical field, but there is a limit to pulling the green tube. Operation type: evar. Blood loss: amount unknown. Ancillary device used: excluder cuff (26 mm, gore). No image available. Pre-case plan available (see the attached image). Additional information will be able to be obtained. ((B)(4))". Patient outcome - "no health damage to the patient."